Manufacturer narrative:
Per the tandem user guide,¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 55 mg/dl, and the meter bg reading ranged in 100s mg/dl. At the time of the report with tandem technical support, the cgm reading was accurate. No additional patient or event information was available. Reportedly, the customer did not calibrate the cgm within 5 minutes of testing.